Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the instrument fail. A loaner set was provided to the customer and the defect part was sent for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the lead screw of the interbody inserter instrument was stuck into the cage inserter and it was not possible to turn it to remove it. There was no sign of any special external damaged. The issue occurred post-operatively of a sacroiliac and thoracolumbar procedure. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The capstone and clydesdale inserter was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. As reported, the lead screw is stuck inside the inserter. There were many impact marks at the back end. If information is provided in the future, a supplemental report will be issued.